Event description:
Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2012, it was reported that a patient was admitted for an increase in seizures. Follow-up with the hospital showed that the patient's device diagnostics were within normal limits. The patient was recovering from hip surgery and had a slight increase in seizures. Because the patient was not followed by the physician at the hospital, a relation to baseline could not be provided. The cause for the increase in seizures is unknown. A blc on (B)(6) 2012 indicated 7.47 years remaining.

Event description:
A fax was received on (B)(6) 2013 indicated that the patient's last documented diagnostics were from (B)(6) 2009 with normal results. The patient had not been seen since 2009; therefore, no information regarding the event could be provided.

Manufacturer narrative:
Date of implant, corrected data: previously submitted MDR included an incorrect date of implant. This report is being submitted to correct this information.

Manufacturer narrative:
Review of programming history.